Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device: to uterus/ perforation: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder disorder, nausea, infection, pain, tooth disorder and surgery. Concurrent conditions included hypertension, uterine fibroid, endometriosis and paratubal cyst. Concomitant products included anovlar (microgestin) for birth control as well as acetylsalicylic acid (baby aspirin), antidiarrhoeal microorganisms (probiotics), colecalciferol (vitamin d), ferrous sulfate, hydrochlorothiazide, magnesium, metoprolol succinate and vaccinium macrocarpon (cranberry). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 20 days after insertion of essure, the patient experienced vertigo ("vertigo") with balance disorder, tinnitus and photosensitivity reaction, irritable bowel syndrome ("ibs") with change of bowel habit, gastrointestinal pain and abdominal distension and constipation ("constipation"). In june 2008, the patient experienced migraine ("migraines/ migraine that turns to vertigo") with nausea and headache ("headaches"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and neck pain ("neck inflammation/ neck pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling hot ("would get really hot from back of my neck"), gluten sensitivity ("gluten allergy") with dyspepsia and vomiting, gingival disorder ("dental problems/ gum disease"), allergy to metals ("nickel allergy") with pruritus, dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), paraesthesia ("tingling in left leg"), palpitations ("heart palpitations"), vulvovaginal pain ("vaginal pain"), poor quality sleep ("not sleeping well"), mood altered ("extreme mood changes"), urinary tract infection ("uti"), dental caries ("decaying teeth"), vaginal odour ("foul vaginal smell/lots of discharge foul smell") and dizziness ("dizzy"). The patient was treated with antibiotics, clobetasol, surgery (unilateral salpingooopherectomy), surgery (unilateral salpingooopherectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, feeling hot, gluten sensitivity, irritable bowel syndrome, migraine, headache, allergy to metals, dyspareunia, vaginal discharge, fatigue, constipation, paraesthesia, palpitations, vulvovaginal pain, poor quality sleep, mood altered, urinary tract infection, vaginal odour and dizziness outcome was unknown, the vertigo, gingival disorder and dental caries was resolving and the neck pain had not resolved. The reporter considered allergy to metals, constipation, dental caries, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling hot, gingival disorder, gluten sensitivity, headache, irritable bowel syndrome, menorrhagia, migraine, mood altered, neck pain, palpitations, paraesthesia, poor quality sleep, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vertigo and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: unilateral occlusion (right tube occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received: event migration of essure device to uterus and perforation uterus was clubbed with migration of implant. Events per pfs: would get really hot from back of my neck), abnormal bleeding (vaginal, menorrhagia), itchy, digestion, vertigo, gluten allergy, ibs, neck inflammation, migraines, headaches, nausea, dental problems, imbalance/feels like walking and leaning to the left/off balance, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), fatigue, constipation, changes in bowel, vomiting, tinnitus, left lower quadrant pain, bowel pain, tingling in left leg, heart palpitations, vaginal pain, not sleeping well, light sensitive, extreme mood changes, uti, bloating, decaying teeth, lots of discharge foul smell, foul vaginal smell and dizzy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device: to uterus/ perforation: uterus/ embedded in uterine wall"), fallopian tube perforation ("perforation (fallopian tube(s))"), menorrhagia ("abnormal bleeding (menorrhagia)/ my menstruation would go on for months") and syncope ("almost fainting") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, nausea, infection, pain, tooth disorder and surgery. Concurrent conditions included hypertension, uterine fibroid, endometriosis and paratubal cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgastrinae) for birth control as well as acetylsalicylic acid (baby aspirin), ferrous sulfate, hydrochlorothiazide, magnesium, metoprolol succinate, probiotics [umbrella term], vaccinium macrocarpon (cranberry) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vertigo ("vertigo") with balance disorder, tinnitus and photosensitivity reaction, irritable bowel syndrome ("ibs") with change of bowel habit, gastrointestinal pain and abdominal distension and constipation ("constipation"), 1 month 20 days after insertion of essure. In 2008, the patient experienced gingival disorder ("dental problems/ gum disease"), vaginal discharge ("vaginal discharge"), dental caries ("decaying teeth"), vaginal odour ("foul vaginal smell/lots of discharge foul smell"), dizziness ("dizzy"), vulvovaginal swelling ("vaginal scratching then swelling"), syncope (seriousness criterion medically significant) and scratch ("vaginal scratching then swelling"). In (B)(6) 2008, the patient experienced migraine ("migraines/ migraine that turns to vertigo") with nausea, headache ("headaches"), allergy to metals ("nickel allergy") with pruritus and autoimmune disorder ("autoimmune disorder"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced mood altered ("extreme mood changes"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and neck pain ("neck inflammation/ neck pain"). On (B)(6) 2017, the patient experienced paraesthesia ("tingling in left leg"), vulvovaginal pain ("vaginal pain") and poor quality sleep ("not sleeping well") and was found to have biopsy vulva ("biopsy of vulva"). On an unknown date, the patient experienced feeling hot ("would get really hot from back of my neck"), gluten sensitivity ("gluten allergy") with dyspepsia and vomiting, dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). The patient was treated with antibiotics, clobetasol and surgery (ablation-2014, blood transfusion and unilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, feeling hot, gluten sensitivity, irritable bowel syndrome, migraine, headache, allergy to metals, dyspareunia, vaginal discharge, fatigue, constipation, paraesthesia, palpitations, vulvovaginal pain, poor quality sleep, mood altered, urinary tract infection, vaginal odour, dizziness, autoimmune disorder, vulvovaginal swelling, syncope, biopsy vulva and scratch outcome was unknown, the vertigo, gingival disorder and dental caries was resolving and the neck pain had not resolved. The reporter considered allergy to metals, autoimmune disorder, biopsy vulva, constipation, dental caries, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling hot, gingival disorder, gluten sensitivity, headache, irritable bowel syndrome, menorrhagia, migraine, mood altered, neck pain, palpitations, paraesthesia, poor quality sleep, scratch, syncope, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vertigo, vulvovaginal pain and vulvovaginal swelling to be related to essure. The reporter commented: leave taken from this job for medical reasons- laparoscopy to remove cyst on left ovary, endometrial, blood transfusion ablation, remove essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion (right tube occluded.) Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events per pfs: autoimmune disorder, vaginal scratching then swelling, almost fainting and biopsy of vulva. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/ migration of essure device: to uterus/ perforation: uterus/ embedded in uterine wall'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('abnormal bleeding (menorrhagia)/ my menstruation would go on for months') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, nausea, infection, pain, tooth disorder and surgery. Concurrent conditions included hypertension, uterine fibroid, endometriosis and paratubal cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) for birth control as well as acetylsalicylic acid (baby aspirin), ferrous sulfate, herbal urinary antiseptics and antiinfectives, hydrochlorothiazide, magnesium, metoprolol succinate, probiotics [umbrella term] and vitamin d nos (vitamin d). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced vertigo ("vertigo") with balance disorder, tinnitus and photosensitivity reaction, irritable bowel syndrome ("ibs") with change of bowel habit, gastrointestinal pain and abdominal distension and constipation ("constipation"), 1 month 20 days after insertion of essure. In (B)(6) , the patient experienced gingival disorder ("dental problems/ gum disease"), vaginal discharge ("vaginal discharge"), dental caries ("decaying teeth"), vaginal odour ("foul vaginal smell/lots of discharge foul smell"), dizziness ("dizzy"), vulvovaginal swelling ("vaginal scratching then swelling"), presyncope ("almost fainting") and scratch ("vaginal scratching then swelling"). In (B)(6)2008, the patient experienced migraine ("migraines/ migraine that turns to vertigo") with nausea, headache ("headaches"), allergy to metals ("nickel allergy") with pruritus and autoimmune disorder ("autoimmune disorder"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced mood altered ("extreme mood changes"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient experienced palpitations ("heart palpitations"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and neck pain ("neck inflammation/ neck pain"). On (B)(6)2017, the patient experienced paraesthesia ("tingling in left leg"), vulvovaginal pain ("vaginal pain") and poor quality sleep ("not sleeping well") and was found to have biopsy vulva ("biopsy of vulva"). On an unknown date, the patient experienced feeling hot ("would get really hot from back of my neck"), gluten sensitivity ("gluten allergy") with dyspepsia and vomiting, dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), gastric disorder ("stomach problems"), joint swelling ("my ankles would swell so bad"), arthralgia ("all of my joints hurts"), menstruation irregular ("my periods became irregular"), malaise ("sicknessess"), feeling abnormal ("I get foggy brai at times"), inflammation ("I have lot of inflammation"), abdominal pain upper ("stomach pain"), peripheral swelling ("left foot, feels tingly and swollen") and spinal osteoarthritis ("neck osteoarthritis") and was found to have weight decreased ("I lost weight because of food restrictions"). The patient was treated with antibiotics, clobetasol and surgery (ablation-2014, blood transfusion and unilateral salpingooopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, feeling hot, gluten sensitivity, irritable bowel syndrome, migraine, headache, allergy to metals, dyspareunia, vaginal discharge, fatigue, constipation, paraesthesia, palpitations, vulvovaginal pain, poor quality sleep, mood altered, urinary tract infection, vaginal odour, dizziness, autoimmune disorder, vulvovaginal swelling, presyncope, biopsy vulva, scratch, weight decreased, gastric disorder, joint swelling, arthralgia, menstruation irregular, malaise, feeling abnormal, inflammation, abdominal pain upper, peripheral swelling and spinal osteoarthritis outcome was unknown, the vertigo, gingival disorder and dental caries was resolving and the neck pain had not resolved. The reporter considered abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, biopsy vulva, constipation, dental caries, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, gastric disorder, gingival disorder, gluten sensitivity, headache, inflammation, irritable bowel syndrome, joint swelling, malaise, menorrhagia, menstruation irregular, migraine, mood altered, neck pain, palpitations, paraesthesia, peripheral swelling, poor quality sleep, presyncope, scratch, spinal osteoarthritis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vertigo, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: leave taken from this job for medical reasons- laparoscopy to remove cyst on left ovary, endometrial, blood transfusion ablation, remove essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: unilateral occlusion (right tube occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media case received. Aka name added. New events I lost weight because of food restrictions, stomach problems, my ankles would swell so bad, all of my joints hurts, my periods became irregular, sicknesses, I get foggy brain at times, I have lot of inflammation, stomach pain, left foot, feels tingly and swollen, neck osteoarthritis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/ migration of essure device: to uterus/ perforation: uterus/ embedded in uterine wall'), fallopian tube perforation ('perforation (fallopian tube(s))') and menorrhagia ('abnormal bleeding (menorrhagia)/ my menstruation would go on for months') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, nausea, infection, pain, tooth disorder and surgery. Concurrent conditions included hypertension, uterine fibroid, endometriosis and paratubal cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) for birth control as well as acetylsalicylic acid (baby aspirin), ferrous sulfate, herbal urinary antiseptics and antiinfectives, hydrochlorothiazide, magnesium, metoprolol succinate, probiotics [umbrella term] and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vertigo ("vertigo") with balance disorder, tinnitus and photosensitivity reaction, irritable bowel syndrome ("ibs") with change of bowel habit, gastrointestinal pain and abdominal distension and constipation ("constipation"), 1 month 20 days after insertion of essure. In 2008, the patient experienced gingival disorder ("dental problems/ gum disease"), vaginal discharge ("vaginal discharge/watery discharge"), dental caries ("decaying teeth"), vaginal odour ("foul vaginal smell/lots of discharge foul smell"), dizziness ("dizzy"), vulvovaginal swelling ("vaginal scratching then swelling"), presyncope ("almost fainting") and scratch ("vaginal scratching then swelling"). In (B)(6) 2008, the patient experienced migraine ("migraines/ migraine that turns to vertigo") with nausea, headache ("headaches"), allergy to metals ("nickel allergy") with pruritus and autoimmune disorder ("autoimmune disorder"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced mood altered ("extreme mood changes"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and neck pain ("neck inflammation/ neck pain"). On (B)(6) 2017, the patient experienced paraesthesia ("tingling in left leg"), vulvovaginal pain ("vaginal pain") and poor quality sleep ("not sleeping well") and was found to have biopsy vulva ("biopsy of vulva"). On an unknown date, the patient experienced feeling hot ("would get really hot from back of my neck"), gluten sensitivity ("gluten allergy") with dyspepsia and vomiting, dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), gastric disorder ("stomach problems"), joint swelling ("my ankles would swell so bad"), arthralgia ("all of my joints hurts"), menstruation irregular ("my periods became irregular"), malaise ("sicknessess"), feeling abnormal ("I get foggy brai at times"), inflammation ("I have lot of inflammation"), abdominal pain upper ("stomach pain"), peripheral swelling ("left foot, feels tingly and swollen"), spinal osteoarthritis ("neck osteoarthritis"), hypertension ("high blood pressure"), adenomyosis ("adenomyosis"), metal poisoning ("nickel poisoning") and orthostatic hypotension ("orthostatic hypotension") and was found to have weight decreased ("I lost weight because of food restrictions") and ovarian cancer ("ovarian cancer"). The patient was treated with antibiotics, clobetasol and surgery (ablation-2014, blood transfusion and unilateral salpingooopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, feeling hot, gluten sensitivity, irritable bowel syndrome, migraine, headache, allergy to metals, dyspareunia, vaginal discharge, fatigue, constipation, paraesthesia, palpitations, vulvovaginal pain, poor quality sleep, mood altered, urinary tract infection, vaginal odour, dizziness, autoimmune disorder, vulvovaginal swelling, presyncope, biopsy vulva, scratch, weight decreased, gastric disorder, joint swelling, arthralgia, menstruation irregular, malaise, feeling abnormal, inflammation, abdominal pain upper, peripheral swelling, spinal osteoarthritis, hypertension, adenomyosis, metal poisoning, ovarian cancer and orthostatic hypotension outcome was unknown, the vertigo, gingival disorder and dental caries was resolving and the neck pain had not resolved. The reporter considered abdominal pain upper, adenomyosis, allergy to metals, arthralgia, autoimmune disorder, biopsy vulva, constipation, dental caries, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, feeling hot, gastric disorder, gingival disorder, gluten sensitivity, headache, hypertension, inflammation, irritable bowel syndrome, joint swelling, malaise, menorrhagia, menstruation irregular, metal poisoning, migraine, mood altered, neck pain, orthostatic hypotension, ovarian cancer, palpitations, paraesthesia, peripheral swelling, poor quality sleep, presyncope, scratch, spinal osteoarthritis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vertigo, vulvovaginal pain, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: leave taken from this job for medical reasons- laparoscopy to remove cyst on left ovary, endometrial, blood transfusion ablation, remove essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: unilateral occlusion (right tube occluded.. Magnetic resonance imaging - on (B)(6) 2017: they found a mass in my lungs and in my cervix; on (B)(6) 2017: no details. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received: new events were added: high blood pressure, adenomyosis, nickel poisoning, ovarian cancer, orthostatic hypotension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.